Event description:
It was reported that the pt returned to have the lens explanted to change to a different diopter. No pt complications were reported, and the procedure was completed successfully.

Manufacturer narrative:
The lens has been forwarded to the mfg site for eval. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
Visual examination revealed that the lens was received cut in half. Visual inspection of the optic parts took place and no optical deviations could be found. Diopter measurement records were verified and showed to be within specifications. This was in compliance with the labeled dioptic power. A manufacturing record review was performed and met specifications. A product deficiency was not identified. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.